Event description:
It was observed that during the device evaluation that the flex video scope had foreign material in the nozzle. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.